Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a one-link catheter extension set ¿would not fully connect and became loose during use.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.